Event description:
It was reported that the insulin pump had an unresponsive down arrow button. The blood glucose reading was 54 mg/dl. The customer stated that she had noticed the issue happen intermittently for a while and that it had been about 2 weeks since it first started. She noted that the keypad issue began with her needing to press the buttons very hard garner a response. She treated with some juice and food. She reported that after trying to press the buttons for a while, they were no longer responding. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to moisture damage on keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, broken belt clip slot and stained end cap sticker.